Manufacturer narrative:
Added lot# 6253705, exp date 01/31/2018, manufacture date 09/09/2016. Results: contaminated samples were received at (B)(4) so no testing could be completed. The DHR was reviewed and no issues were found. There were no related quality notifications. All process and final inspections comply with specification requirements. Contaminated samples were received at (B)(4) so no testing could be completed at the manufacturing site. The DHR was reviewed and no issues were found. There were no related quality notifications. All process and final inspections comply with specification requirements conclusion: based on the investigation, the root cause could not be determined within the scope of this evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: two used samples were returned. The device history review showed no issues were found. There were no related quality notifications. Bd pas received one sample from the customer facility for investigation. The customers sample was evaluated and the customer¿s indicated failure mode of ¿stopper popoff¿ with the incident lot was not observed as the sample met the required specifications. Water fill testing was conducted on the customer sample and ¿stopper popoff¿ was not observed. Additionally, 20 retention samples were selected from in-house inventory and inspected for ¿stopper popoff¿ and no issues were observed as all retention samples met specifications. The manufacturing records were reviewed and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined (B)(4) was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the sample and the water fill test on the retention samples. UDI# (B)(4).

Event description:
It was reported the stoppers were popping off with the 13 x 75 mm x 4.0 ml bd vacutainer® plus lavender bd hemogard¿ closure. No medical interventions reported.